Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) would not securely latch with the test monitor.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (belt will not latch with test monitor) has been confirmed. Upon investigation the electrode belt was unable to securely connect to a monitor. The electrode belt's trunk connector and locking nut was missing. The root cause for the missing trunk connector and locking nut could not be positively identified but was likely physical abuse. No adverse event resulted from the damaged belt.